Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery, as well as low battery within 1 week of a battery replacement. The blood glucose reading was 341 mg/dl, which was treated with the insulin pump and syringes. The customer stated that the sensor glucose reading was too high compared with the blood glucose reading. She reported that for the last 2 weeks, the piston was not pushing insulin through the insulin pump. She stated that she had used several infusion sets and the issue did not appear to be related to the infusion sets. She stated that she had not received any recent no delivery alarms but knew she was not receiving insulin. The most recent blood glucose reading was 166 mg/dl. She was unsure if her symptoms were related to high blood glucose or her pregnancy. Upon troubleshooting, the device did not pass the high pressure test and the caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.